Event description:
It was reported that recent atrial tachy response (atr) events showed oversensing of noise on the right atrial (ra) lead as well as a reduction in the intrinsic amplitude. In-office follow-up was recommended by technical services (ts), specifically to evaluate a possible reprogramming of the ra sensitivity and performed lead integrity troubleshooting. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.